Manufacturer narrative:
E1:initial reporter facility name: (B)(6) university. The device was returned for analysis. Visual inspection and microscopic inspection revealed imaging core windup with a coiled drive cable and imaging window detachment near the lap joint section. A small part of the sheath was detached inside the coiled drive. Impedance testing showed an electrical open at the proximal end of the catheter, 140-150 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 1apr2024. It was reported that catheter issue occurred. The 75% stenosed, 24 x 2.75 mm target lesion was located in severely tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, there was no image on display even after flushing and with the brightness set to maximum. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, returned device analysis revealed imaging window detached.